Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "during the case the first clip applier misfired the first two clips. When the clip finally came out of the clip was not in the jaws. During the same case the staff opened another clip applier and the clip scissored the artery and the patient lost 30cc of blood."intervention - "n/a".patient status - "ok".

Manufacturer narrative:
Investigation summary: the incident products were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root cause of the incidents. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.